Manufacturer narrative:
Device evaluation: visual analysis was performed which identified: opening, brown particles outer surface the device, and wear abrasion. Leak test was performed and found openings on anterior side a microscopic analysis was performed which identified punctured openings consistent in the use of some surgical tools. Based on the device analysis the final assessment is: a puncture opening on anterior side due to surgical damage-like. The creases folding conditional was observed, nevertheless is not related to the manufacturing process, due to the device was received out of their primary packaging and is an explanted device.

Event description:
Health professional reported a right side deflation of a tissue expander. During explant surgery, "creases" were noted on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported a right side deflation of a tissue expander. During explant surgery, "creases" were noted on the device.